Event description:
During a very tortuous avm procedure, the ultraflow and mirage guidewire were used. After many manipulation and handling, the guidewire performed the micro catheter on the distal tubing section. No patient injury reported.